Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was confirmed that when the head was plugged into the programmer the programmer was unable to power up. Replacing the head's cable resolved the powering issues. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.